Event description:
A nurse reported an intraocular lens (iol) was replaced after the iol was noted to have "slipped" due to a broken haptic. The iol was exchanged the following day with the same model iol. An unapproved viscoelastic was used during the initial implant procedure. In a follow up, the surgeon reported the event had resolved.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. An unapproved viscoelastic was used during the initial implant procedure. Additional information was requested on 01/29/2010 and 02/03/2010 by phone, fax, and mail. A completed questionnaire was received on 02/12/2010. (B) (4)